Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the ok keypad button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08-mar-2019 with the following findings: during investigation, the keypad cover was found to be peeling. During testing, all of the keypad buttons responded appropriately to button presses. The keypad cover was removed and evidence of contamination was observed under all button contacts. The pump was opened and no evidence of the moisture corrosion was found on the keypad connector. The complaint of a keypad response issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.